Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Information was received reporting a pump replacement. Agent reported that the patient experienced a lack of pain relief. The physician alleged that the device was at the end of life. At the replacement surgery, an underinfusion volume discrepancy was observed. The expected volume was 5ml and 19ml were aspirated. Device was discarded.